Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs dept. No add'l info is available at this time. The devices are not available due to the ongoing litigation.

Event description:
It was reported, "the pt underwent hip replacement surgery on (B) (6) 2005". It was further reported that, "immediate pain at or near the pt's right hip... Causing loosening and poor fixation of the trident shell and its component parts."